Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited a gas leak resulting in abnormal noise. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record is not feasible, as the equipment in question was manufactured over 17 years ago, making the records inaccessible. Based on the investigation results, it is presumed that abnormal sound occurred due to gas leakage from first regulator unit. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.